Manufacturer narrative:
The insulin pump alarmed during the rewind due to excessive motor axial play. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm. Customer received alarm three to five times and had to disconnect from insulin pump. Displacement test could not run due to alarm. Customer's blood glucose was 245 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.